Event description:
During a coronary stent procedure of a pre dilated lesion, the physican experienced difficulty crossing the lesion. The shaft of the catheter broke while attempting to cross the lesion. Another manufacturer's stent was used to successfully complete the procedure. No pt injuries or complication occurred.